Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
Information was received regarding a navigation system that was used during a spinal fusion procedure. It was reported that while using the system a double spine clamp was put on the patient. During the preparation for the screws, the fourth screw was displaced "outer and upper site". It was noted that it seemed hitting by hammer caused the moving of the reference frame during the creation of the lower hole. There was a drop in wave-form on the monitor intra-operation and the patient experienced paralysis post procedure. There was no reported delay to the procedure due to this issue. Additional information received on 2018-apr-16 stated that a manufacturing representative (rep) gathered information from the site and they stated that human error had caused the issue. The site confirmed the navigation system was working normally. No further information was provided.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the software functioned as designed as medtronic received information from the site that the reported issue was caused by an undisclosed use error.